Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or rewind anomaly noted during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. Motor passed motor test. Device had broken battery tube threads, broken battery cap. (B)(4).